Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim with discolored text. Unrelated to the complaint, the audio bolus button was unresponsive to user presses, and the button cover was torn.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the pump display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.